Manufacturer narrative:
Analysis and results: there is a previous complaint of this code-batch regarding the same issue that was closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4).units of this code-batch. There are no units in our stock. We have received 5 closed and 2 open samples for analysis. The open samples are unused, with the needle detached from the thread and the thread still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and 3 of the samples do not fulfil ep requirement for the minimum. The results are: 0.32 kgf in average and 0.01 kgf in minimum (european pharmacopoeia requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will follow.

Event description:
It was reported an issue with monosyn quick suture. The client reported that when opening the package, the needle is detached from the thread. There is no patient involvement.